Event description:
It was reported that the ilet¿s display screen was cracked, rendering the touchscreen unresponsive and preventing normal device operation, after which a replacement device was arranged and the user was advised to transition to backup insulin therapy; the user¿s blood glucose was 129 mg/dl and they reported no glycemic impact. Symptoms included no injury and no hypoglycemia or hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and use of alternative insulin therapy without hospitalization. Investigation included review of user-reported images, verification of device identifiers and shipping information, and inspection of the returned device. Investigation of this device revealed damage confined to the external display/touchscreen component, consistent with physical impact to the enclosure rather than an internal electronic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage to the device¿s display assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.